Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) pcb and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u61. It was observed that the ic chip u61 had a 65 ohm short to ground at pin 23. The removed ui pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer, a 3rd party biomedical engineer, contacted physio-control to report that the customer's device was continuously resetting itself and would not complete the boot up cycle. As a result, defibrillation therapy was not possible, if it were necessary. There was no patient use associated with the reported event.